Manufacturer narrative:
This event occurred outside the us.

Event description:
It was reported the manual wheelchair arm tubes do not align properly with the arm tube holes. As a result, the arms of the wheelchair slip out of place during use. No patient consequences were reported as a result of this event.